Manufacturer narrative:
The root cause of the positioning issue was unable to be determined as insufficient clinical details were provided. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the implanted impella cp was explanted due to multiple repositioning alarms of "impella in the aorta". The patient survived.